Event description:
Pursuant to info received from the physician, the pt was bilaterally implanted with siltex saline device on 9/14/93. Subsequently, it was noted that the prosthesis were visible and palpable through the shell wall and removed on 3/25/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.